Manufacturer narrative:
The returned device was evaluated and received with cannula assembly fully deployed. The exposed soft cannula for the received pod was found to be bent. During the fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was bent. It could not be conclusively determined when this damage to soft cannula occurred. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. Cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the ability of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod.   Chapter 3 / page 34.  Warnings:   check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.  Checking your blood glucose.   Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. It was noticed that the cannula had dislodged from the infusion site (abdomen). In addition upon removal the pod from the infusion site the cannula was found to be bent. As treatment the patient applied a new pod.